Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was returned for failure analysis, and the reported error was not confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. With the unit installed, 20 power cycles were run with no instances of the reported error. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. Once testing was completed, the unit was disassembled to inspect the nine acis drive (nad) printed circuit assembly (pca) and edge connectors of surgical axes manipulator (sam) and sap pca. A slight residue was found on the pins of the sam pca connectors. While the root cause could not be determined based on failure analysis, the problem is likely an electrical component failure within the psm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the psm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the reported failure mode has not been determined.

Event description:
It was reported that error 32100 occurred on patient side manipulator (psm) 3 and the user had to disable the psm. There was no patient involvement.